Event description:
Procedure type: hand-assisted lap colectomy (hals) and hemicolectomy. The staple line appeared normal with no leaks detected. Surgery was completed on (B)(6) 2014 for a cancer diagnosis. This was based on a CT scan on (B)(6). On (B)(6), the pt underwent a colonoscopy when a mass in the ascending colon suspicious for cancer was noted and biopsies were taken. During the original procedure, there was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the pt. No reinforcement material was used. Late sunday night ((B)(6) 2014), the pt was brought back to surgery due to a bowel leak. The doctor claims the bowel looked like it had never been stapled together. He said the tissue had separated at the staple line, and that stool was leaking into the abdomen. He said there were staples in both sides of the tissue that had been transected. An ileostomy was performed on the pt. From the initial report, the pt status was that "the hospital states that the pt had developed septic shock, and is not expected to live." On (B)(6) 2014, qa was notified of the pt's death. At this time, cause of death and date of death are unk.

Manufacturer narrative:
(B)(4).